Event description:
It was reported that the tip broke during a case. The pieces of the tip fell into the floor. A back up was used to complete the case. There was no delay in the case and no adverse consequences reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.